Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they had been experienced inaccurate values throughout the day. The patient was out shopping and passed out. Someone helped the patient into a chair and when she took a finger stick her bg value was 34 mg/dl, compared to the cgm that was displaying 147 mg/dl. The patient ate glucose tabs and food. At the time of contact, the patient was doing well. No additional patient or event information is available. No additional patient or event information is available. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.